Event description:
It was reported by the neurologist that the patient had passed away on (B)(6) 2014. It was stated the neurologist had no further information. An obituary search was performed and the nursing home where the patient passed away was found. Attempts for information were made to the nursing home; however, they stated they were unable to find that patient's chart. Attempts for further information have been unsuccessful to date.